Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the physician attempted to remove this right ventricular (rv) lead by unscrewing with gentle retraction but it would not come out. It was also noted that when the pocket was opened, it looked like it was possibly infected. Device was sent to the laboratory for cultures and if it comes back as infected they will discuss removing the lead at later date. Additional information obtained from the field which indicated that all cultures were negative. The lead remains in service. No additional adverse patient effects were reported.